Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a small volume intermate device. The device was reportedly compounded with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured may 11, 2015 ¿ may 13, 2015. The device was received for evaluation. Visual inspection revealed a white particle approximately 1.42 mm in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.